Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced extended infusion set tape not sticking events on 13-may-2024 and 12-june-2024 .extended infusion set did not last seven days. During first event, insertion site was thigh. There was infection in the site. Therefore, patient was treated with antibiotic and silver cream . Infusion set has been used for 7 days. No further information was available.

Manufacturer narrative:
E1: patient city- (B)(6). Patient country- (B)(6).